Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 29 days (31 may 2021 ¿ 29jun2021 per the timestamp). The fixed speed was set to 9200 rpm, and the low-speed limit (lsl) was set to 8600 rpm. The pump maintained a speed above the lsl without any issues throughout the log file. The log file captured multiple low voltage hazard and no external power alarms on (B)(6) 2021 due to losses of external power while the mpu was operated the system. Once external power to the mpu was restored, the alarms were resolved. The system controller backup battery supported the system during the losses of external power without any issues. The no external power events did not affect the controller's ability to operate the pump at the set speed. Additional information provided stated that no external power alarms were due to the patient's electrical outlet was "wiggly." It was advised not to use that outlet until repaired. The root cause of the event was reported to be a loose connection of the mpu ac power cord to the wall outlet. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 08apr2018. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnects alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu. This section informs the user of how to properly plug the mpu ac power cord into the wall outlet and into the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that the patient had multiple no external power alarms noted on their log file. The patient denies hearing any alarms at home. The patient's log file captured no external power and low battery hazards on (B)(6) 2021. This was caused by power to the mobile power unit being briefly interrupted. The patient's daughter reports their electrical outlet was "wiggly" and was advised to not use that outlet until repaired.